Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch emdr-57070. Aware date should have been listed as 10/31/2024.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. As per the investigation procedure creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". Record is for left side. Device remains implanted.